Manufacturer narrative:
In the initial medwatch submitted the statement of: lot number was not provided, therefore, review of the manufacturing records could not be completed was written in error.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. A review of the manufacturing records indicated that the product met specifications upon release. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may causing prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Lot number was not provided, therefore review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, during a patient resuscitation in the cardiac cath lab, the clinician could not locate the dinapt adaptors for the swan ganz bipolar pacing catheter. The dinapt adaptors are no longer packaged within the swan ganz pacer package in order to comply with iso 60601 regulation. The patient recovered, but the clinicians had to locate adaptors to solve the issue. The device is not available for evaluation as it was discarded by the hospital. Inquired of patient demographics. Unable to be obtained.